Event description:
It was reported that an edwards aortic bioprosthetic valve was explanted at implant due to a perivalvular leak, and replaced with same model and size valve. Surgeon indicates no issues with to the edwards device, stating the event is related to patient's highly calcified aortic annulus. Operative report indicates, " the annulus was ringed with pledgeted 2-0 tycron sutures. These were passed through the sewing ring of a 21-mm edwards pericardial magna ease valve. The valve was tied and cut. One additional suture was placed near the base of the left main. The aortotomy was closed in 2 layers with running 3-0 prolene. The aortic crossclamp was removed after 69 minutes. The patient was weaned from bypass after 78 minutes. There was a small 1+ jet near the base of the left main where the residual calcium was, I did not think this would be acceptable. The crossclamp was reapplied after bypass was reestablished. The aortotomy was reopened. Antegrade and retrograde cardioplegia was given. The previously-placed valve was carefully removed. More of the calcified plaque was removed from the base of the aorta. The annulus was again ringed with pledgeted 2-0 tycron sutures this time without any calcium and that area and I was careful to avoid any compromise of the left main. The annular sutures were passed through the sewing ring of another 21-mm edwards pericardial magna ease valve. The valve was seated. The sutures were tied and cut. The aortotomy was closed in two layers with running 3-0 prolene. The aortic crossclamp was removed after 48 minutes. The patient was weaned from bypass after 51 minutes. At this time there was no peri-valve leak." Patient tolerated procedure well and was transferred to the ICU in satisfactory condition.

Manufacturer narrative:
The device serial number has not been provided or traced. Moreover, it was learned that the explanted device was discarded at the hospital and will not be available for return. As reported by the surgeon, and confirmed by the operative report, it is most likely that the reason for this explant at implant is related to patient anatomy (calcified annulus) and procedural factors. There has been no information to suggest a device quality deficiency related to the event. No further complications were reported, and the patient was in satisfactory condition post surgery, per the operative report.